Event description:
Surgeon inquired from field engineer about tracker use, and how tracker would function during ablation. Field engineer was requested to review a logfile of case treated. Surgeon was referred to a refractive support specialist, and upon follow up with the specialist surgeon stated that a decentered ablation had been experienced, by a different surgeon. Further event details and patient impact/outcome information is being sought.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).